Event description:
There was no pt involved in this event. This device malfunctioned because the pad unit powers on without manual intervention.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in september 2010 and performed to specification up to the 5th august 2012. Multiple manual power ups mainly, of ten minutes duration, were observed in the device memory between the 8th august 2012 and the last log entry on the 10th june 2015. During this time a further pad-pak was installed, the device also failed a self-test due to a low battery, a significant drop in voltage was observed at this time. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.